Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The reported mr was likely due to the slda. It should be noted that the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional implanted mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) that occured with clip (B)(4). It was reported that this was a mitraclip performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 4. The posterior leaflet was prolapsed. Two clips were implanted ((B)(4)) and ((B)(4)) reducing the mr to 1-2. On (B)(6) 2017, before discharging the patient, an echocardiogram was performed and it was noted that the clip ((B)(4)) detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. The patient is stable. On (B)(6) 2017, a second mitraclip procedure was performed as treatment. It was noted, then that clip ((B)(4)) also detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was a grade of 4. The event required prolonged hospitalization and three additional mitraclips were implanted reducing the mr to grade 2-3. No additional information was provided.